Event description:
The patient had a large pfo-channel with significant contrast transition and an additional asd secundum defect located relatively central in the atrial septum. A 20mm aso was placed to occlude both the 20mm asd and the pfo-channel; however, the following day, tte revealed residual shunting and the device was not visible. Chest x-ray showed the device in the ascending aorta. The patient was asymptomatic. The device was percutaneously removed from the femoral artery. A 22mm aso will be attempted.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. We are still awaiting additional information including imaging to determine the cause of this event.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician pre-dilated the lesion with a non-bsc balloon catheter. A 3.50x20mm taxus liberte stent delivery system (sds) was advanced but it could not cross the proximal rca. The physician used excessive force but the three attempts to cross the lesion were unsuccessful and the stent was pulled back into the guide catheter. When the device was pulled back, it was noted that the stent was loose and it dislodged at the femoral artery. The physician inflated a 1.25mm balloon but he was unable to pull the stent back and the stent remains in the patient. To complete the procedure, the lesion was further dilated and another taxus liberte of the same size was deployed. No additional patient complications were reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
A cd was received and forwarded to our medical consultant for additional review. The following observations were reported: the cd showed three limited echocardiograms. The first image was a pre-procedure tte and revealed an atrial level communication. The second image was an intra-procedure tee and revealed an asd with an adequate av valve rim, a thin, but adequate superior rim and a possible second defect pfo. Balloon sizing was performed and it appeared that the stop-flow technique was used. However, a residual shunt was seen in the exaggerated bicaval view. In short-axis view, the defect, with indentation on the balloon, measured about 14.5 mm. The aso was placed and in 4-chamber view, the aso captured the av valve and superior rims. However, in other views, its position was abnormal. The post-procedure echocardiogram revealed a persistent defect suggestive of device embolization. The aso was not seen in any cardiac chamber. The interpretation of this review was limited by the images provided to aga medical for review. Based on the images provided, an incomplete evaluation of the svc, ivc, posterior and aortic rims was performed. In a patient who has an asd and a pfo, a thorough evaluation of the atrial septum, determination of the consistency of the septum that separates the two defects, and the size of the septum that separates the two defects are important. . The aso appeared to have pivoted in the bi-caval view and hence the en face view of the aso was seen. This type of picture in bi-caval view is not possible unless the aso is unstable, had not sandwiched the svc and ivc rims or the septal tissue between the defects is so redundant that the aso pivoted over it. In 4-chamber view, the orientation of the aso appeared appropriate. Based on the images provided, aga's medical consultant described an inadequate evaluation of the atrial septum, which led to an improper aso size selection and orientation before release. These factors resulted in the device embolization.